Manufacturer narrative:
Philips has investigated this complaint. Customer reported to philips that the system was not booting up. Upon troubleshooting, the philips field service engineer (fse) identified that the host pc was not booting up. To resolve the issue, the fse removed and reseated all the cables in the host pc, after which the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not switching on. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.